Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pacing lead impedance trend data shows a gradual decrease for max and min rv pace = 336 to 220 ohms minimum between (B)(6) 2009 and (B)(6) 2011.

Event description:
It was reported that there was a decrease in bipolar impedance. The current status of the lead is unknown, however, a review of the manufacturer's database indicates a new pacing lead was placed. No patient complications have been reported as a result of this event.

Event description:
Asku